Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned guide wire had its coil wire elongated for approximately 50mm originating from the middle solder set at 25mm from the wire tip. At approximately 4mm distal to the middle solder, the core wire was found fractured. Proximal to the middle solder, hook-like deformation was found on the guide wire. The distal segment of the guide wire was helically deformed. At approximately 20mm from the wire tip, the coils started to elongate and the core wire was exposed under the elongated coils. The ball tip remained attached on the very distal end of the elongated coil wire; the coil wire remained in one piece. The core fracture was microscopically observed. Small bend and flat fracture surface were observed on both proximal and distal fracture ends. Fracture surface showed tree ring pattern. These finding indicated that excess torsion had contributed to the core wire fracture. Measurement of the core wire length suggested that the entire guide wire was returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that bending stress exceeding the product's design limit was applied due to stress generated with stent delivery as well as the anatomical condition. When the guide wire was bent, resistance with the stent delivery system might increase and cause helical deformation of the tip segment of the guide wire. Tensile stress generated with wire removal might cause a loop made by helical deformation to be pulled, generate bending stress and torsion on the core wire, and lead the core wire to become fractured. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a moderately calcified 75-90% stenosis in the right sfa. After the guide wire crossed the lesion, a stent was delivered over the guide wire when it interfered with the guide wire and coils became stretched. A new guide wire was replaced to resume the procedure. There were no adverse patient effects related to the coil stretch.